Event description:
Event description cpi received information that this patient had received inappropriate shocks. An x-ray shows the lead is not in the apex and they suspect lead migration. Four days after this reported problem, the patient went in for a coronary atrial bipass surgery (CABG). The endotak dsp lead (0125) and the implantable cardioverter defibrillator (ICD) were removed from the patient. Six days later the patient was upgraded to a (ICD) (1810), along with another endotak dsp (0125) lead.